Manufacturer narrative:
Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was beep anomaly. Insulin pump sometimes vibrates even if vibration was off. Customer reported that they did hear beeps when audio volume settings were saved. Customer reported they did not hear the differences between the two audio, sound beep volumes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.